Event description:
Device malfunction: none. Symptom/ae: vision loss right eye. Time of symptom/ae: post procedure. It was reported that the same day post rica stenting, the patient developed total visual loss of the right eye. The patient had a history of previous strokes, glaucoma and bilateral cataracts with poor vision bilaterally. The target lesion was 80% stenosed and heavily calcified. Immediately after the procedure, the patient developed total visual loss to the right eye and hallucinations. The hallucinations resolved the same day, but visual loss persists. Neurological and ophthalmology consultations were inconclusive for etiology of vision loss. CT scan of head was reportedly inconclusive. Hospitalization was prolonged and the pt was discharged to rehabilitation without conclusive etiology of right eye vision loss. Additionally post procedurally, the patient developed a non-reactive left pupil that resolved within a few hours and was felt to have been due to atropine and glaucoma. Additional information is unavailable.

Manufacturer narrative:
The second rx acculink, part# 1011344-40, lot # 6082251, is indicated in the event description and is being reported under the same manufacturer report number.